Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at routine follow-up two days post-implant loss of capture was observed on both the right atrial (ra) and right ventricular(rv) leads. An x-ray was obtained which confirmed both leads had dislodged. A revision procedure was performed the following day wherein the leads were repositioned without issue and satisfactory measurements obtained. No adverse patient effects were reported. This system remains in service.